Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided, and based on the image provided, the device appears unremarkable for an explanted component. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 68 yo female patient, initial right knee implanted on (B)(6) 2022, underwent a revision procedure on (B)(6) 2024, approximately 1 year 11 months post the initial procedure. Reason for the revision was not reported. The poly was swapped. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. No explanted devices are available for analysis. Chain of command due to the recal,l the hospital will not release them. A device image was provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) - 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 ; (B)(6) - 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t ; (B)(6) - 200-07-32 - advanced patella 32mm 3 peg implant ; (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk ; (B)(6) - 201-78-81 - 3" trocar, mod. Hex 2pk ; (B)(6) - 201-78-81 - 3" trocar, mod. Hex 2pk.